Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was present in the display lens and the battery compartment. The pump failed a leak test due to cracks in the battery compartment. Unrelated to the moisture ingress, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump casing was damaged and there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.